Event description:
The customer reported that there was a communication failure error message. This error caused an intermittent loss of fluoroscopic functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A lemo connector pin on the interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.